Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were visually inspected with no issues identified. Further functional testing was also performed and all tubes tested were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #:3016622. D.4. Medical device expiration date: 31-may-2024. H.4. Device manufacture date: 16-jan-2023. D.4. Medical device lot #:3194727. D.4. Medical device expiration date: 30-nov-2024. H.4. Device manufacture date: 13-jul-2023. D.4. Medical device lot #: 3222712 d.4. Medical device expiration date: 31-dec-2024 h.4. Device manufacture date: 10-aug-2023.

Event description:
It was reported tubes were underfilling during use of the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg tubes. Samples were re-collected. There was no report of impact to the patient or user.